Manufacturer narrative:
Device was not returned to confirm that a malfunction occurred.

Event description:
A consumer reported that a diamond clean power toothbrush caught fire during use. No injuries or property damage was reported.